Event description:
Complainant alleged that the medics were dispatched to treat an 82 yr old male pt, who had been discovered "down in a parking lot" by bystanders. The pt was complaining of pressure across his chest. The monitor indicated that ahe pt had a third-degree heart block. The medics administered .5 milligrams of atropine, without a pt response. The medics then attempted to pace the pt with the device. They set the device to an ma setting of 60, and set the ppm rate at 60. The complainant alleged that the pt was not receiving a pacing rate of 60, but instead was receiving a rate of about 41-45. The complainant indicated that the unit did increase the pt's heart rate, but not to where it should have been. The complainant indicated that there was no adverse effect on the pt.